Manufacturer narrative:
(B)(4).

Event description:
Procedure type: umbilical hernia. According to the reporter: dr (B)(6) opened the ventral patch and as soon as he touched the barrier a large piece flaked off into the patient. He then went to fold the vp and it flaked off even more. He started to place it but the barrier continued to flake off so he chose not to use it and he used a competitive product. The flake was removed and the patient looks great at their post-op visit.